Event description:
Device malfunction: intact knot pulled from artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device it was found the knot was intact and appeared to be consistent with the suture being pulled out of the artery while delivering the knot to the arteriotomy site. This would result in a failure to achieve hemostasis.

Manufacturer narrative:
Evaluation summary: the plunger, link, needles, and cuffs were not returned with the device, limiting the scope of this investigation. Evaluation of the returned device found the suture knot was properly formed and had blood on it. The rail suture end had been cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. However, the condition of the returned suture with the knot intact is consistent with the suture being pulled out of the artery while delivering the knot to the puncture site. Therefore, the root cause for the suture being pulled out of the artery is related to the operational context in the use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.